Event description:
A nurse reported that following intraocular lens (iol) implant surgery, the iol was exchanged for a different power lens. Additional info has been requested.

Manufacturer narrative:
Evaluation summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. (B)(4).